Manufacturer narrative:
Evaluation results: visual inspection of the returned lens showed the lens was returned in liquid and there were tears. A haptic plate was torn off. Conclusion: unable to confirm complaint. Based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the surgeon inserted a cc4204a collamer plate lens and the lens tore upon insertion. The lens was removed and another same model lens was implanted w/o any patient injury.